Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a healthcare provider (hcp). It was reported that the patient¿s ins was no longer functioning. It was reported that the ins ¿worked fine until it died.¿ the caller was unsure if the ins was depleted due to normal battery depletion. No symptoms or complications were reported.